Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022-(B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd effluent and pd catheter cultures generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis is often caused by the patient having a breach in aseptic technique/touch contamination during the pd exchange whereby pd catheter is the source of entry for organisms into the peritoneum. Therefore, based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to an infected pd catheter (not a fresenius product).

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-ast 2hr 15mins 8500ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Correction: b2 hospitalization - initial or prolonged.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Correction: g3 date received by manufacturer should have been 09/03/2024 for follow-up 3 submission